Manufacturer narrative:
The implant date and lot number of the concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Based on the information available, the product analysis of the artificial urinary sphincter (aus) did confirm a defect of the device. The product analysis included visual inspection, microscopic evaluation, and leak testing. A tear was found in the cuff proximal to the cuff seam that resulted in fluid loss. Evidence appears to be consistent with sharp instrument use at the time of implant. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The labelling review does indicate that warnings associated with surgical implant of the device are documented in the instructions for use and operating room manual. The hazard analysis did include device fluid leak as a harm. The analysis results concluded that the interaction between the user and device caused or contributed to the reported event and identified the tear and fluid leak.

Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) cuff explanted and a new aus cuff implanted due to unspecified reasons. Product analysis identified the device was operating out of device specifications. No patient complications were reported.